Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿ arterial blood collection syringe, foreign material was observed in the syringe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 18-feb-2026. Investigation summary: bd received one sample two photos for investigation, and evaluation of these shows brown foreign material (fm) dots in the syringe. Additionally, ten retained samples were visually inspected, and no fm was observed. An ftir spectrum was collected on excised samples using an ft-ir-atr and compared against likely control material spectra. The spectra containing fm were primarily matched to the bulk syringe material, polypropylene. The additional weaker signal is likely from an additive in the polypropylene formulation like the clarifier millad 3988. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿ arterial blood collection syringe, foreign material was observed in the syringe. No adverse impact was reported regarding the patient or user.